Event description:
Boston scientific received information that during a pre-discharge check pacing impedances on this right ventricular (rv) lead had changed by 400 ohms. X-ray confirmed that the lead had dislodged. The lead was successfully repositioned and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.